Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of pain, thrombosis and ischemia are listed in the perclose proglide instructions for use, as known adverse events associated with use of suture mediated closure devices. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Medwatch report #mw5105936.

Event description:
User facility medwatch report (mw5105936) received that states "arteriotomy site closed with proglide s/p tavr on (B)(6) 2021. Returned to ed on (B)(6) 2021 with pain to right foot and inability to ambulate. Cta revealed right common femoral artery occlusion extending to the entire popliteal artery. Suspected critical limb ischemia due to proglide closure requiring and endarterectomy on (B)(6) 2021."